Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The analysis was performed by asahi intecc. Co. Ltd: the device was not returned for analysis. Investigation of the production record could not be performed because the part and lot numbers were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There was no indication of product deficiency. (B)(4). Please see MFR report # 3003775027-2018-00104, submitted by asahi intecc co., ltd. Attachment: article, titled consequences and treatment of guidewire entrapment and fracture during percutaneous coronary intervention. [(B)(4)].

Event description:
It was reported through a research article that during a coronary procedure to treat a chronic total occlusion, the fielder xt guide wire was advanced and a knuckle was formed to attempt subintimal guide wire crossing. The fielder xt was unable to advance through the occlusion and could not be pulled back into the non-abbott microcatheter. During attempts to remove, the guide wire separated, with the distal segment remaining embedded in the occlusion. A second guide wire was advanced and a dilatation catheter was advanced to the site. The balloon was inflated in an attempt to free the guide wire segment. Attempts were also made to push the guide wire into the occlusion, with the intent to cover it with a stent. The microcatheter was able to be removed, with the separated guide wire segment. The procedure continued with implantation of three drug-eluting stents. There was no reported adverse patient sequela. No additional information was provided. Details are listed in the attached article, titled consequences and treatment of guidewire entrapment and fracture during percutaneous coronary intervention.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.